Manufacturer narrative:
According to the facility, on (B)(6) 2025, patient went to the emergency room a few hours after changing catheter and was experiencing "sudden new onset of penile pain." Catheter balloon was believed to be in the urethra. The catheter was replaced and "patient had immediate relief upon change." The facility reports the patient had "worsening lab work, ongoing medical treatment, antibiotics." No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event caused or contributed to a serious injury requiring medical intervention. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility, on (B)(6) 2025, patient went to the emergency room a few hours after changing catheter and was experiencing "sudden new onset of penile pain." Catheter balloon was believed to be in the urethra.